Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an unknown amplatzer amulet was implanted into left atrial appendage using an unknown delivery system. About two weeks after the device was implanted, the patient presented to the hospital. On transthoracic echocardiogram (tte) a pericardial effusion was showed. A pericardiocentesis was performed. The patient remained hemodynamically stable throughout the procedure. The patient was discharged and stable.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that the patient had a the pericardial effusion drained via a pericardial synthesis. Without a lot/serial number, no device history record can be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.